Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited high, out of range pacing impedance (3,000 ohms). X-ray images confirmed the ra lead was slightly under-inserted or loose inside the header of the device. At this time the lead remains implanted. Several attempts to obtain the model/serial number have been unsuccessful. No adverse patient effects were reported.